Event description:
During a remote follow-up, oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable.

Event description:
Additional information was received and the oversensing episodes observed were due to the double counting of the wide wrs complex resulting in post-sensed t-wave oversensing (pstwos).